Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to elevated metal ion levels. Upon revision, tannish debris and trunnionosis were noted. The stem remain in situ. Update rec'd 9/8/2015: litigation papers allege pain, metallosis, osteolysis, elevated metal ions, presence of metal debris and wear. These allegations are not being coded in the complaint, as the medical records did not indicate the patient exhibited these harms. Complaint updated on 9/15/2015.